Event description:
This pt underwent a mitral valve replacement in 2001. Post operatively the pt was critical, but stable. On the evening of first post-op day, the nurse attending the pt identified blood in the iabp tubing, simultaneously the pt's hemodynamics began to deteriorate. The surgeon was present, and ordered the balloon pulled. The balloon appeared to have ruptured. Attempts were made to stabilize the pt, including add'l balloon placement and opening the chest. However, the aorta was dissected and the pt expired.